Event description:
It was reported that during an afib procedure the lasso catheter was not recognized by the carto 3 system when the catheter was connected. The issue was resolved by exchanging the catheter. Procedure was completed without patient's consequence. The reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, on (B)(6) 2012, bwi failure analysis lab noted white foreign materials underneath electrode rings # 16, 17, 18 and 19 on the distal side. This catheter condition was not reported by the customer. Further information has been requested in regards to the received catheter condition. At this point no additional information is available yet as to whether or not this catheter condition was noted prior or after the catheter use; the type, size and color of sheath used in conjunction with the catheter; if the physician had any difficulty in catheter manipulation during the procedure; or if the returned catheter condition was noted by the sender, etc. This type of catheter condition with foreign material is assessed as reportable event marking this date (B)(6) 2012 as the alert date for this report.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure the lasso catheter was not recognized by the carto 3 system when the catheter was connected. The reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted white foreign materials underneath electrode rings # 16, 17, 18 and 19 on the distal side. This catheter condition was not reported by the customer. This type of catheter condition with foreign material was assessed as reportable event. Further information regarding the received catheter condition stated that the returned catheter condition was not prior to use or upon withdrawal of the catheter. The type, size and color of sheath used in conjunction with the catheter was non-bwi sheath (swartz sl-0 type; 8 fr; color was unknown). The physician did not encounter any difficulty in catheter manipulation during the procedure. Neither was this condition noted prior to sending the catheter back to bwi. The white foreign materials noted on this lasso catheter, was sent for fourier transform infra red analysis (ftir) testing. The result demonstrated that the particles were abs polymer - based material. It was unknown how the ring was damaged and the origin of the foreign materials. Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported by the customer resulted in an internal corrective action that was opened to address this issue. A dimensional test was performed to the electrode rings in order to determine if the pu margins where within specifications. The catheter was found within specifications. As this catheter was returned for lasso recognition issue, the catheter was evaluated for eeprom functionality and it failed. Further examination revealed the eeprom was corrupted from an unknown origin. The device history record (DHR) for this lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported carto 3 recognition issue was confirmed.